Event description:
In 2008, the patient reported that she has been experiencing e4 (occlusion) errors since four days earlier. Her infusion site had been in use since two days prior to original date. She changed the infusion site and stated that the cannula was bent. Her blood glucose was elevated to over 200 mg/dl. Her normal blood glucose range is 80-200 mg/dl. She was educated on alternative infusion site areas. She stated that she rotates infusion sites from side to side and she does not have scar tissue. She was sent sample infusion sets and an infusion set insertion device. Upon follow up on a week after the original date, the patient stated that she had no further issues. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced an requested to be returned for evaluation.